Event description:
It was reported that during a follow up in clinic, high defibrillation impedance was noted on the right ventricular (rv) lead. Additional diagnostic impedance measurements were taken during interrogation resulting in 2 in range measurements and 1 out of range. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.